Manufacturer narrative:
Initial and final MDR (B)(4) -device 3 of 5 request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced five infusion set fell off issue during use on (B)(6) 2025.this issue caused the patients blood glucose level to exceed 500mg/dl, and the patient was treated with a correction bolus. No further information is available.